Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was not dependent on this device. Upon further review, it was noted that there were nearly 400k atrial tachy response (atr) episodes which appeared to be some atrial undersensing. This could be leading to patient going in and out of atr. Technical services (ts) recommended to have the leads evaluated. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device replacement will be scheduled soon. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was not dependent on this device. Upon further review, it was noted that there were nearly 400k atrial tachy response (atr) episodes which appeared to be some atrial undersensing. This could be leading to patient going in and out of atr. Technical services (ts) recommended to have the leads evaluated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was not dependent on this device. Upon further review, it was noted that there were nearly 400k atrial tachy response (atr) episodes which appeared to be some atrial undersensing. This could be leading to patient going in and out of atr. Technical services (ts) recommended to have the leads evaluated. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device replacement will be scheduled soon. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.